Manufacturer narrative:
On 6-may-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and the medical team identified a damaged hemostatic valve immediately after opening the package. The hemostatic valve was dislodged inside of the hub component. The issue occurred during the insertion of the dilator. The damaged sheath was not used on the patient. The vizigo short sheath was replaced. The procedure was completed without patient's consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history review was performed for the finished device 60000292 number, and no internal actions related to the complaint were found during the review. The damage on the valve could be related to the dislodgment issue identified during the analysis, therefore, the customer complaint was confirmed. The potential cause of the damage on the valve could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulates. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and the medical team identified a damaged hemostatic valve immediately after opening the package. The hemostatic valve was dislodged inside of the hub component. The issue occurred during the insertion of the dilator. The damaged sheath was not used on the patient. The vizigo short sheath was replaced. The procedure was completed without patient's consequence.

Manufacturer narrative:
E1 (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).